Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that piston inside the insulin pump did not pushing out insulin through the infusion set correctly and it did not come out of the infusion set in the full amount. No harm requiring medical intervention was reported. Customer stated that insulin pump had battery compartment was broken on the side. Customer experienced a high blood glucose was 280 mg/dl and treated with insulin pump. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.